Manufacturer narrative:
(B)(4).   Mfg site name - (B)(4) medical investigation results: a visual examination of the returned complaint device noted that the clip assembly was deployed and was jammed onto the bushing. The clip prongs were not locked into the capsule and a kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip deployed prematurely, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results showed that clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event (see block h10 for investigation details).